Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test or verify device test anomaly, occlusion alarm and delivery alarm due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer performed high pressure test and test did not pass. Customer reported that they experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer repeating high pressure test and test did not pass again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.